Event description:
Per operative notes: the ring was implanted due to 4+ mitral regurgitation. Following implant, an echo showed 1+ mitral regurgitation and evidence of homolysis. All enzyme tests were negative. The pt required an outpatient transfusion. During reoperation, the previous valve repair was still intact but a chorda was somewhat elongated with a small area that was prolapsing. The ring was replaced with a 27mj-501. There was no evidence of paravalvular leak or tissue impingement.